Event description:
It was reported that non-sustained lead noise episode due to post-paced t-wave oversensing was observed on an asymptomatic patient via a merlin at home transmission. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.